Manufacturer narrative:
Correction to: a1, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information: a5, d4 (model number, serial number, UDI number), g5 (PMA/510k number), h6 (patient codes, device codes, results and conclusions codes). The device was not returned for evaluation. However, an intra-op image was provided and used for evaluation. The device was confirmed to be misaligned in the disc space, however, without the returned device the cause cannot be conclusively determined. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was discovered at final imaging check that the implant position was incorrect, as it was shifted laterally and no longer centered. The surgeon removed the implant and replaced it with a new one. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not received at ldr medical. Visual and functional evaluation cannot be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is a user error due to a mal positioning of the implant during the insertion. The implanted shifted lateral and no longer centered during the surgery. The surgical technique indicate the way to correctly position the implant. The investigation found no evidence to indicate device issue. The root cause is a user error. Not returned.

Event description:
Mobi-c p and f us : implant position incorrect, shifted lateral and no longer centered. The mobi c was implanted per surgical technique and when final xrays were taken the ap view showed that the implanted shifted lateral and no longer centered. The implant was removed and another one (of the same size) was implanted with no issues. Dr (B)(6) is a highly skilled surgeon with over 75 mobi c cases. No delay. Additional information received on october, 09th, 2018: patient is doing well. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿) the disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis. The prosthesis could not have been inserted with an angle. No rotational move was done while inserting prosthesis. Mobi c was positioned to far lateral was the reason for the removal. Between the first and the second implant there is one difference: the second implant was moved more to the contralateral side by 2mm. The surgeon use the mobi-c distraction forceps and the reporter don't know if the surgeon use the mobi c no touch level.